Event description:
It was reported that the patient presented for remote follow up via (B)(6) with non-sustained right ventricular oversensing due to myopotential oversensing. Programming changes were made. The patient was in stable condition.